Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that clearly states the proper warnings, precautions, and instructions for use. Specifically: enclose device in sheath before removing from tray/holder. Excessive force could damage device. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. A review of the complaint history, device history record, documentation, instructions for use (IFU), specifications and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that clearly states the proper warnings, precautions, and instructions for use. Specifically: enclose device in sheath before removing from tray/holder. Excessive force could damage device. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the ngage nitinol stone extractor basket malfunctioned during an intended ureteroscopy procedure. The malfunction was described as the device not opening or closing properly. It is unknown if the malfunction was observed prior to use or during patient contact. There were no reported adverse patient consequences. No unintended section of the device remains inside the patient¿s body. The product is reportedly available for evaluation; the device has not been received as of the date of this report.